Event description:
It was reported that the battery voltage was 2.66v in office. However, when it was measured a second time by a medtronic representative, it was 2.34v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2009, the battery voltage with telemetry was 2.34v, and the daily measurement was 2.90v.